Event description:
During use of the device for a cardiopulmonary bypass procedure, the roller pump display intermittently faded in and out. An alternate device was employed. The user reported the surgical procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.